Event description:
It was reported that the insulin pump alarmed failed battery test and he had changed the battery the day prior. It was stated that the contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and reinsert the battery; customer did not receive failed battery test. Battery cap is being replaced. Blood glucose value is 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.